Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed there was no input. The reported issue occurred when attempting to load exams onto the navigation system in the ear, nose & throat (ent) application software. It was reported that the navigation system could boot to the start screen, where it would then become unresponsive and then display there was no input after a few minutes. It was noted that reseating cable connections and restarting the navigation system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis of the computer for the navigation system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.